Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a surgery to repair an incarcerated peristomal hernia on (B)(6) 2014 and mesh was implanted. On (B)(6) 2015, the patient underwent surgery for enterocutaneous fistula with infected mesh. The mesh was excised and additional pieces of the mesh were excised in continuity with the patient¿s ileostomy taking the surrounding skin and subcutaneous tissue. Due to the excision, a large area of tissue deficit was present. On (B)(6) 2015, the patient was implanted with a bovine xenograft in attempt to address the large area of tissue deficit due to the mesh. The patient continues to experience pain. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4). It was reported that following procedure the patient experienced abscess and inflammation in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.